Event description:
The physician was using a resolute integrity drug eluting stent to treat a lesion in the mid lad that exhibited severe calcification, 80% stenosis and moderate tortuosity. The lesion was predilated however the resolute integrity could not cross. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 6th and 7th distal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent damage, failure to deliver the stent). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 80% stenosis, moderate tortuosity and severe calcification). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 80% stenosis, moderate tortuosity and severe calcification). Inherent risk of procedure ¿ (stent damage, failure to deliver the stent). (B)(4).